Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, it was initially reported on 06/05/2020 that the patient experienced bleeding from the sensor and was prescribed levaquin and mupirocin ointment. Additional information was received from the patient on 07/29/2020. The patient stated that she was driving to her vacation spot and pulled over in a parking lot to remove the sensor because she got the end-of-session alert. It was her first time removing one of the patches with the new adhesive and she did not realize it would be stickier, so when she pulled the patch off quickly as usual the site oozed and bled. She called her doctor who ordered medications prophylactically to prevent any infection at the bleeding site (levaquin oral antibiotic for 3 days and mupirocin 2% ointment for 7 days). She did not have any signs/symptoms of infection. There was no allegation of any product failure having led to the bleeding. This is not a reportable event. Please disregard the report for MFR (B)(4). No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that bleeding occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient stated they were driving when they removed the sensor at the end of the session and did not notice until later that the site was oozing blood. Her physician prescribed levaquin (oral antibiotic) for 3 days and mupirocin 2% ointment for 7 days. No additional patient or event information is available.